Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received therapy for an episode that has not been confirmed as ventricular or atrial driven. Technical services (ts) recommended further review of the episodes with the following physician. At this time, there is no evidence that suggests this analysis has been performed. No additional adverse patient effects were reported. The device remains in service.